Event description:
It was reported that "staple jamming". A new stapler was used to complete the procedure. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the staples appeared properly aligned and the trigger was not engaged. The stapler was returned with 33 staples remaining in the cover block, indicating that the customer fired at least 2 staples. Evidence of use in the form of biological material was present on the device. The reported complaint of "misfire/jamming - info not provided" could not be confirmed. Upon functional inspection, all remaining staples were able to be fired, and no issues were observed with the returned stapler. The probable cause of this complaint issue could not be determined based upon the information and sample provided. There were no functional issues found with the returned sample. No lot number was provided for this complaint sample, so no DHR review could be performed. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "staple jamming". A new stapler was used to complete the procedure. No patient harm or injury. The patient status is reported as "fine".